Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp extension set leaked. The patient was receiving daratumumab through a filtered line. The infusion had been running for about 1.25 hours when the patient noted their groin was wet. The line was noted leaking. The leak was observed from the connection to the filter portion of the line. There was no patient injury or medical intervention associated with this event. No additional information is available.